Manufacturer narrative:
(B)(6). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown postoperative date it was noted that the head of the locking screw of femoral neck system (fns) is broken. The broken locking screw was removed completely on an unknown date. No further information was provided. Concomitant device reported: bolt femoral neck system (part # 04.168.300s, lot # unknown, quantity # 1), plate femoral neck system (part # 04.168.000s, lot # unknown, quantity # 1), antirotation screw (part # 04.168.500s, lot # unknown, quantity # 1). This report is for one (1) 5.0mm ti locking scr slf-tpng with t25 stardrive recess 38mm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history. Device history lot , part: 412.213, lot: l723146, manufacturing site: mezzovico, release to warehouse date: 09. Jan. 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: investigation summary complaint is confirmed as we are able to confirm complaint description (screw breakage) based on the received pictures. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complaint is confirmed as we are able to confirm complaint description (screw breakage) based on the received pictures. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable.,.investigation site: pd zuchwil selected flow(s): damaged: visual / examples: deformed/bent/cracked/broken visual inspection: the returned parts are described below: locking screw (sku 412.213s) is broken through the neck/recess. The screw head is stuck in the plate and the shaft shows few damages. The plate (sku 04.168.000s) is not broken but shows: - severe discoloration area in the shaft - damaged in the plate (flat area) - discoloration inside the plate barrel away from the flat surface (on medial side). Bolt (suk 04.168.300s) shows discoloration at the tip and an area with deep scratches and a sharp stop line. The anti-rotation screw (suk 04.168.500s) shows wear traces and is not broken. Dimensional inspection: dimensional inspection cannot be performed in the broken area because of: part is deformed; screw head is stuck in the plate. Document/specification review: the lot l723146 was created in december 2017 for the sku 412.213s manufacturing site has to prove that the part was inspected. No change in the product drawing since august 2012. Summary: the complaint (B)(4) does not provide detailed information about the patient and/or more details about a possible cause (i.e. Fall of the patient or accident to the patient) or when the breakage of the locking screw happened. The x-rays attached to the complaint only shows the fracture of the femurs head, the fns implant inserted (no detail information of when it was recorded i.e. End of the surgery or days after the surgery), the breakage of the implant and the replacement of the fns system with full hip implant. The locking screw shows a net breakage with no deformation. The scratches on the shaft of the locking screw may have been generated during its extraction. Moreover, the bolt shows deep scratched in a specific position. These evidences suggest a breakage driven by a large shortage of the implant (changed position of the bolt in the plate) and a high load applied - not because of a defect of the part. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. For details see attached document ¿f-s391 rev 6 english_signed.pdf¿. Device history lot part: 412.213, lot: l723146, manufacturing site: mezzovico, release to warehouse date: jan. 09, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Part: 412.213, lot: l723146, manufacturing site: mezzovico, release to warehouse date: jan. 09, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.